Event description:
This event was reported as valve explanted after approximately 5 months implant duration due to endocarditis requiring a root replacement. The source of infection unknown. No further information was provided.